Event description:
The product was used during a thoracoscopic brectomy procedure. Reportedly, it was difficult to close the jaws of the instrument and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.